Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone that the screen on insulin pump was flashing white light. The customer¿s blood glucose level was 150 mg/dl at the time of incident. The customer was unable to perform self test as the insulin pump was dropped and it was beeping. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: after battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to display anomaly. Unit received with minor scratched display window and case.